Event description:
The MFR rec'd info alleging a ventilator displayed a ventilator service required alarm. There was no report of pt harm or injury.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.